Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A study investigator physician reported that during laser assisted cataract surgery in the left eye, a posterior capsule occurred. The physician explained that following the capsulorhexis, the pupil was noted to be slightly constricted, and the anterior capsule was partially in the anterior chamber. The capsular flap was then removed with forceps; since it was attached sub-incisionally, a small tug was required to remove it. Hydrodissection was avoided. Then, during phacoemulsification of the last piece of posterior capsule, a rent was noted with vitreous disturbance. The capsulorhexis tear had now extended to the posterior capsule. An anterior vitrectomy was performed, and the intraocular lens (iol) was placed in the sulcus. During follow up, it was reported that the cornea was clear, there was mild iritis, no vitreous in the anterior chamber, and the iol was in place. No further information is expected.

Manufacturer narrative:
Evaluation summary: : no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. ¿ root cause: posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).